Event description:
Procedure: anterior resection. According to the reporter, in an attempt to fire on the rectum, a doctor found the staple could not be released from the device. As a result the artificial anus had to be created. By suturing manually the case was completed. No patient harm. The patient is currently doing well. There was no additional tissue resection. Nothing fell into the cavity. No bleeding. The device could be removed properly from the tissue. There was no difficulty unloading the reload. The staples didn't deploy at all. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).